Event description:
It was reported that during a coronary intervention, a dissection occurred. The 95% stenosed lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. The lad was wired with a non-bsc guide wire. The mid segment was very tight so they used an apex 2.0x20mm balloon catheter which was inflated to 12atms for 16 seconds and then removed. The atlantis sr pro imaging catheter was inserted and a run performed in the distal to proximal lad. As the imaging catheter was being removed, the non-bsc guide wire pulled back a little bit going into the distal monorail segment of the imaging catheter and would not advance distally. The imaging catheter and guide wire were removed together. The distal lad indicated slow flow, spasm and a dissection. Once everything was removed, the same non-bsc guide catheter was placed back in and the lad was rewired with a new non-bsc guide wire. Then the original problem in the mid lad was stented with a promus element 2.75x28mm stent and the proximal was stented with a promus element 3.0x16mm stent. The lad was rewired with another non-bsc guide wire and then used the original apex balloon catheter to balloon it up. The dissection was treated with a promus element 2.25x24mm stent. The patient's current status is fine.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the guidewire exit port was lifted 1.0mm and ripped 3.0mm long. A guidewire was stuck in the guide wire distal tip sheath assembly and was easily removed. Kinks were observed in the guidewire 1.0cm and 1.5cm from the guidewire tip end. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Visual analysis revealed imaging core wind up in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use (dfu). The dfu states "never advance the distal tip of the imaging catheter near the very floppy end of the guidewire. This part of the guidewire will not adequately support the catheter. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop which the catheter may drag along the inside of the vessel and catch on the guide catheter tip." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary intervention, a dissection occurred. The 95% stenosed lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. The lad was wired with a non-bsc guide wire. The mid segment was very tight so they used an apex 2.0x20mm balloon catheter which was inflated to 12atms for 16 seconds and then removed. The atlantis sr pro imaging catheter was inserted and a run performed in the distal to proximal lad. As the imaging catheter was being removed, the non-bsc guide wire pulled back a little bit going into the distal monorail segment of the imaging catheter and would not advance distally. The imaging catheter and guide wire were removed together. The distal lad indicated slow flow, spasm and a dissection. Once everything was removed, the same non-bsc guide catheter was placed back in and the lad was rewired with a new non-bsc guide wire. Then the original problem in the mid lad was stented with a promus element 2.75x28mm stent and the proximal was stented with a promus element 3.0x16mm stent. The lad was rewired with another non-bsc guide wire and then used the original apex balloon catheter to balloon it up. The dissection was treated with a promus element 2.25x24mm stent. The patient's current status is fine.